Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which the AED intermittently powered off and on. Further investigation identified the root cause as a failure in the connection of an integrated circuit chip component. Although the initial customer complaint did not involve patient use and was not deemed reportable at the time, internal evaluation confirmed a malfunction that could potentially delay or prevent therapy delivery during a clinical event. Therefore, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.